Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/15/2014 with the following findings: pump powers with returned battery cap. Black box shows one alarm for motor error on (B)(6) 2014 at 08:34. Pump was exercised for 24 hours with no reboot, loss of power or call service alarms duplicated. Performed multiple load/step functions to exercise motor. No failures observed. Removed pump case. No evidence of moisture contamination or loose components observed inside pump. Unrelated to the complaint, there is a battery compartment crack observed below grip pad.

Event description:
On (B)(6) 2014 the distributor contacted animas, alleging a call service alarm issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.